Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, neither an investigation nor a DHR could not be performed as no information was available for review. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode as no samples or photos were provided. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that, due to the "value of the rotation used" in the centrifuge, the gel barrier in the unspecified bd vacutainer® blood collection tube didn't separate correctly. Additionally, the consumer reported that increasing the spin and centrifugation time caused separation to occur correctly afterward. The following information was provided by the initial reporter, translated from portuguese to english: "we use the bd vacutainer tube in our routine, and what is in our sop is the same table recommended in the sbpc, however, the value of the rotation used is not separating the material correctly, we need to increase the rotation or the centrifugation. As I have reported before, the problem is not with the tubes but with the spin speed and centrifugation time. In our pop the rotation and time are low, so there was no proper separation. We have already increased the spin and centrifugation time, and the separation is occurring correctly. So I do not see the need to provide a batch number, because the problem is not with the tubes. The contact was only to check if you had a rotation table and centrifugation time according to each tube. As I said, in our sop we have a table which was not correct."